Manufacturer narrative:
The device was returned to olympus. The evaluation found a failed leak test due to a puncture on the cable. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, a definitive root cause could not be identified. A DHR review was completed, and no issues were identified. The DHR confirmed that the subject device was shipped in accordance with specifications. This issue is addressed in the instructions for use (IFU): "match all items in the package with the components shown below. Inspect each item for damage. If the camera head is damaged, a component is missing, or you have any questions, do not use the camera head; immediately contact olympus." Reference page 9 as per IFU. "Before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus." Reference page 12 as per IFU. "Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Reference page 24 as per IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a failed leak test. There was no patient involvement.